Event description:
Caller reported there are vertical lines on the display of the meter. Caller stated there is no misinterpretation. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.